Event description:
The device involved in this MDR report was implanted in 2003. After 45 months of implantation, an increase of the pacing threshold and saturated intracardiac signals were observed in the atrial channel. Because the device was listed in the field safety notice issued in october 2005 on symphony/rhapsody, it was decided to replace the pacemaker.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.